Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and thyroid. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for service. The third-party service center visually inspected the device and found the device free from any kind of contamination, including contamination from cigarette smoke or insect infestation. There was no evidence of foam particles or degradation. In addition to the above findings, it was also determined that the upper enclosure buttons had cosmetic damage. The upper enclosure (includes keypad) was replaced. After cleaning, disinfection, and performing the necessary updates, the device passed testing and deemed ready for use. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.